Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the glass penetrate the user¿s skin? => no information. What was done to treat the shard penetration? => n/a. Was medical or surgical intervention required? => n/a. What is the status of the surgeon injury today? => n/a. Can you identify the lot number of the product that was used? => no information.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and topical skin adhesive was used. The glass ampule was broken and a broken piece protruded from the applicator when trying to use the product. There were no adverse consequences to the patient. No further information will be provided.